Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter alleged overheating in the battery compartment of the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-oct-2018 with the following findings: a review of the black box showed a sudden drop in voltage at the time of the reported overheating. The battery was not returned with the pump. The pump was run for 24 hours with the user pump settings with no alarms, overheating, or power losses. The pump electrical current draws were within specifications, and no evidence of moisture was found in the battery compartment or internally. The power flex and components were inspected and no defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.